Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2017 regarding a patient receiving gablofen (1250mcg/ml at 335mcg/day). The indications for use included intractable spasticity and post spinal cord injury. It was reported that in (B)(6) 2017, the patient experienced a lack of efficacy and it was thought that the system was not working. The pump was replaced recently due to nearing end of life, and was working fine before replacement. A catheter revision was scheduled for (B)(6) 2017 to determine what was going on. The patient was placed on oral baclofen as well. Additional information was received from a manufacturer representative on 2017-jun-16. It was reported that it was determined that the catheter had pulled out of the intrathecal space. A catheter revision was performed on (B)(6) 2017, and the catheter was replaced. The patient was reportedly doing well.